Event description:
I used renu with moisture loc from 2-20-02 - 10-1-05. I was not hospitalized but I had trouble with my eyes but I had trouble seeing. I could wear my contacts for around 12 months that whole 1 year. Because my eyes were watering all the time.